Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
At the end of a successful implant procedure, it was reported that when the introducer was removed from the patient, a hole was observed near the end of the sheath. The procedure had gone fine and with no adverse consequences to the patient.